Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the second device reported, for the other three devices reported see MDR: 3013394970-2019-00719, 3013394970-2019-00720, and 3013394970-2019-00725. The event description states there was four events with four separate patients; without being able to distinguish which information pertains to which patient, all MDR reports are being referenced.

Event description:
The user facility reported that four angio-seal devices failed within a month. Three of the patients had to go to the or for cut down and repair. Most of the hematomas happened 24 hours after deployment. Blood loss was less than 250cc. All patients were reported to be stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.